Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that on multiple occasions the patient found that the infusion tubing was disconnecting from the connector at the headset and leaking during the night. The patient experienced elevated blood glucose levels between 20-25 mmol/l and required the assistance of another party for treatment. The infusion sets were requested to be returned for product evaluation.